Event description:
Merge was taking a long time to "zero" during a stemi [st-elevation myocardial infarction] case, and it took multiple attempts to zero arterial line, despite trying the transducer being in multiple locations. It did delay putting the catheter in. Rn moved the transducer multiple places and tried flushing/ opening closing the transducer in troubleshooting attempts.